Manufacturer narrative:
Reported event: an event regarding intraop fracture involving a mako baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history record could not be performed as the device lot details were not provided. -complaint history review: complaint history review could not be performed as the device lot details were not provided. Conclusions: it was reported that during procedure the patient suffered a tibia bone fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During insertion of mck tibial baseplate, the proximal medial side of the tibia was fractured. Manual tka was performed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During insertion of mck tibial baseplate, the proximal medial side of the tibia was fractured. Manual tka was performed.